Event description:
It was reported that on (B)(6) 2013, the mitraclip procedure was performed to treat functional mitral regurgitation with a grade of 4. The clip was implanted without issue and the mr grade was reduced to 2. On an unspecified date in (B)(6) 2013, the patient was hospitalized due to hypertensive pulmonary edema and an increased mr grade from 2 to 3 (there was an mr jet lateral of initially implanted clip). On (B)(6) 2014, fluoroscopy and echo confirmed no leaflet detachment. The physician suspected that the posterior leaflet could be slightly slipped out of the clip, but was not detached. A second clip was implanted lateral of the initial clip without any issue and the mr grade was reduced to 1. There was no relevant stenosis. The patient was confirmed to be clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event (reported as (B)(6) 2013). Product performance engineering reviewed the incident information; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for failure to adhere or bond to the leaflet(s)/clip movement can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). A review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally, a query of the electronic complaint handling database indicated there had been no similar failure to adhere incidents reported for this lot. With respect to the patient condition, procedural conditions and/or user technique, clip movement may be influenced by the difficulties with visualization or morphology of the mitral valve. In this case, the information provided in the case details stated that there were no issues while implanting the first clip during the procedure. The physician commented that the posterior leaflet may have slightly slipped out of the clip, but was not detached. This may suggest that the reported event was related to the patient anatomy or procedural conditions; however, this cannot be confirmed. Based on the information reviewed, there does not appear to be any evidence of a product quality deficiency.